Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-oct-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving fentanyl (250 mcc/ml at 34.96 mcg/day) via an implantable pump. It was reported that the patient was experiencing an increase in pain due to a migration of the catheter out of the intrathecal space. Outside factors that may have contributed was that patient had reported several falls. The healthcare provider completed a dye/rotor study which revealed that the catheter tip was out of the intrathecal space. Surgical intervention is planned to take place, but was not scheduled at the time of this report. The issue has not been resolved.